Event description:
The pt called lfs in 2004 alleging that their surestep original meter was prompting the error 6 message. The meter had been prompting the message for approx 3 to 4 days prior to calling lfs. They had been at the hosp visiting a friend 3 days ago when they had started feeling ill. A hcp was called to pt's attention and pt was admitted for 2 to 3 days. They could not recall the type of treatment administered and no blood glucose readings were provided. Pt currently takes oral medications to control their diabetes. The pt was unwilling to provide any info regarding the incident 5 days later during a follow up call. The customer svc rep discovered that the pt had been using incorrect testing techniques and the meter dirty optics. During troubleshooting they were walked through cleaning the meter and retesting and the meter would only prompt the error 6 message. According to the owner's manual the error 6 message indicates a possible failure occurring in the meter. There is insufficient info to suggest that the meter contributed to a serious injury; however, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.